Event description:
Customer's mother reported the customer was hospitalized for high blood glucose levels. The customer experienced high blood glucose levels in the middle of the night, prior to being hospitalized. Troubleshooting was not performed. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional tests, including the seat, rewind, and occlusion tests. The insulin pump had a scratched window.